Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the device inappropriately powered off twice. Performance and functional testing of the actual device was unable to duplicate the reported issue. After the battery pins were replaced as a precautionary proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The likely cause of the reported issue was low battery life and a dated battery however, root cause could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered itself off. There was no patient use associated with the reported issue.